Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. It was reported that a bad batch of heparin was given to the patient, and a thrombus was noted to have formed on the end of the was sheath and non-bsc pigtail catheter when on the left side of the anatomy. The physician aspirated the thrombus through the was sheath to remove. The procedure was successfully completed with no further patient complications.